Event description:
The contact stated the customer's meter had been reading higher than usual. He said that one day the customer got up to go into another room and collapsed due to low blood glucose. He tested her glucose after she collapsed and received a reading of 40 mg/dl. The contact took the customer to the hosp after she fell because of pain in her leg. He did not provide info about any treatment the customer may be rec'd for hypoglycemia. Control solution was sent to the customer for further troubleshooting of the meter system. No products will be returned at this time.